Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the home choice (hc). The baxter technical service representative (tsr) had the home patient (hp) start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 in regards to a system error 2367 alarm and she said the patient was not able to resume therapy after starting over with new supplies. She said they did discuss the alarm with the patient and ended up doing a swap of the machine because it still would not work after new supplies were used. She said that since the patient had gotten the new machine they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.